Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received an alert for non-sustained rv oversensing due to noise. Increased in pacing lead impedance was also observed, though upon interrogation, the pli was normal. It was recommended to revise the lead.